Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 and failed incoming testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, severing wires within the connector. The root cause for the damaged receptacle was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).